Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: electrode melted due to electrical discharge and the melted electrode adhered to the tip and thermal shock due to sudden temperature change of the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a portion of the white circular ball tip on the distal end of the single use electrosurgical knife was found to be chipped. The missing fragment was not recovered, and it remains unclear whether the piece detached inside or outside the patient's body. The procedure was completed using a replacement device. No patient harm was reported.